Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found in specification in relation to the reported system error 341 alarms which were not reproduced. System error 341 alarms were verified through a review of the event history log. The device was found to operate as designed an no correction was required. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported constant upstream occlusion alarms which were not reproduced. The device underwent functional testing, including fluid pressure testing, which discovered the fluid numbers to be out of specification. Upstream occlusions were verified through a review of the event history log and found to be caused by cracks in the ultrasonic sensor flex, discovered during a visual inspection. The ultrasonic sensor assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a constant upstream occlusion alarm and a system error 341 (positional interrupt error). There was no known patient injury or medical intervention associated with this event. No additional information is available.